Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain, cloudy effluent, and fever. On the same day as the event onset, the patient was admitted to the hospital. Also that same day the patient was started on intraperitoneal vancomycin (2 g every 6 hours for 14 days) and intraperitoneal gentamicin (42 mg for 3 doses; frequency not provided) for peritonitis. Action taken with therapy was not reported. Five days after admission, the patient was discharged from the hospital. Thirteen days after the start of the antibiotics, vancomycin and gentamicin were discontinued. At the time of this report, the patient had not recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.